Event description:
It was reported that it was difficult to pass the iab catheter through the right femoral artery. The catheter "lost its form". The iab was exchanged. There were no reported patient complications.